Event description:
IV therapy mgr reported leak of tubing in the neonatal intensive care unit. An infusion of a fat emulsion 20%. 1.2ml/hour, no other info regarding pump. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.